Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of an amia automated pd cycler set was unable to disconnect from the dark blue female connector of a minicap extended life pd transfer set. This was observed while disconnecting from peritoneal dialysis (pd) therapy. On the same day, the patient¿s nurse went over to the patient¿s home to assist. As a result, the nurse had to cut the transfer set to disconnect the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The white connector attached to the female connector of the transfer set was returned for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During testing, the white connector was hand removed from the female connector. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.